Event description:
During an eye procedure, phaco machine stopped functioning properly. The foot pedal stopped working and the message on the screen read "fluidics not available." Attempted to troubleshoot. Did not work as it should. Another machine was brought in to complete the case. No patient harm.